Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing a blood glucose value of 513 mg/dl. After changing the infusion set. Troubleshooting for the high blood glucose could not be completed because the customer did not have a tubing clamp; it was advised to call the helpline back after receiving one. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer also reported experiencing a blood glucose value of 30 mg/dl. The customer was treated at work by nurses. The customer reported that their doctor had recently changed the basal rates and this may have caused the hypoglycemia. The customer declined troubleshooting for the low blood glucose event. No further information was provided.